Manufacturer narrative:
Section a patient information and section e initial reporter cannot be provided due to japanese privacy regulations. Section e. Japan medtronic personnel reported event to manufacturer on behalf of the customer. H3: the device has been received at the japan service center and is under investigation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an operation on a patient this 980 ventilator's screen disappeared, the alarm sounded and a few seconds later smoke was emitted from inside the ventilator. The patient was removed from the ventilator and placed on an alternate ventilator with no injury reported.

Manufacturer narrative:
Section d9 was updated due to part return section h6 coding updated due to part return: evaluation code method - remove b21 and add b01 method - remove c21 and add c13 conclusion - remove d16 and add d02 component - remove g07001 and add g02005 h3 device evaluation summary: it was reported that while in use on a patient this 980 ventilator's screen disappeared, the alarm sounded and a few seconds later smoke was emitted from inside. The service personnel (sp) inspected the ventilator and confirmed the evidence of reported issue through the thermal damage on the breath delivery(bd) power distribution pcb. To solve the issue, sp replaced the graphical user interface (gui) printed circuit board(pcb) and breath (bd) power distribution pcb. Additionally, sp also performed preventive maintenance. The unit passed all tests and calibrations as per manufacturer specifications at the time of service. Analysis of the image attached to this record showed thermal damage to the resistor, reference designator r6, on the bd power distribution pcb. The reported event of smoke was likely due to this damaged resistor (r6). However since no parts were returned for further analysis the cause to damage could not be determined. The likely cause of the event was isolated to gui pcb and/or damaged resistor(r6) on the bd power distribution pcb. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.